Event description:
It was reported an external leak was observed originating from the connection between the spike and luer connector of a prismaflex sepxiris set 100 set during prime. The ¿medical engineer¿ tightened the connection manually and the leakage stopped. The set remained in use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex sepxiris set 100 (jp) is similar to prismaflex st100 set, prismaflex st100 set ckt, and prismaflex st100 set c. Prismaflex st100 set, prismaflex st100 set ckt, and prismaflex st100 set c have been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.